Event description:
It was reported via repair work order that the unit was stuck in the fully extended position and could not be moved back into the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.